Event description:
When I got the procedure done everything went fine. The doctor explained that I would cramp and bleed for a few days. After 2 weeks of excruciating pain and sickness my doctor agreed to see me. He decided I had a minor infection and prescribed an antibiotic and a pain pill. The infection went away after 3 weeks of antibiotics. The pain has never gone away. It feels like I am being stabbed in the pelvic area every time I try to exercise or have sex. My stomach looks like I am 6 months pregnant and my periods are terrible. I am having 2 periods a month and they are extremely heavy! I can feel the coils all the time and I think it is because of my nickel allergy. I have developed hyperthyroidism. I lose hair all the time and I am constantly tired.